Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead (4512) perforated the cardiac tissue. Additionally, another left ventricular lead (4517) was unable to be successfully implanted during this same procedure, secondary to tortuous anatomy.